Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Refer to medwatch number 48009 and 48013. The date of the event is unknown; however, according to the article, the study period started from october 2007 to five years later. Thus, the first day of the reported study period (1 october 2007) was used in field b3 as date of event. Article citation: burri m, bozini n, vitanova k, mayr b, lange r, gunzinger r. Hemodynamic comparison between the avalus and the perimount magna ease aortic bioprosthesis up to 5 years. Thorac cardiovasc surg. 2024 apr;72(3):181-187 the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "hemodynamic comparison between the avalus and the perimount magna ease aortic bioprosthesis up to 5 years" the following event was identified as pertaining to an edwards device: one patient with a valve model 3300tfx21mm implanted in aortic psition showed signs of severe ppm. The patient did not underwent reintervention due to ppm.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.